Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bio-hazard bag along with a bl5425v pack label from lot w0290. The expiration date on the label is 2019-03-10. Visual inspection found the tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. The cutter had good clean cuts throughout the various cut rates and it aspirated as intended.

Event description:
The user facility reported the cutter was not working. Patient contact, but no patient injury. Additional information: the cutter intermittently stopped cutting, but continued to aspirate.